Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing. It was suspected that the right ventricular (rv) lead had fractured; however, this was not confirmed. Subsequently, the patient underwent a revision procedure and the rv lead was surgically capped and abandoned. Another rv lead was successfully placed. The patient's crt-d remains in-service. No further adverse patient effects were reported.